Event description:
When stimulator was first implanted, patient received relief from back and leg pain. Some time later, it was noted the stimulator only covered pain from buttock to right knee. Patient stated that an engineer from advanced bionics said there is a problem with the generator. The physician called the vendor who stated that the antenna is the malfunction and that the generator may need to be removed. An x-ray was taken to check placement of electrodes and the generator was reprogrammed, but the problem remained. The generator was then surgically removed.